Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0267298. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted that displayed the debris in the adapter body, the affected sample could not be obtained for composition testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any debris or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii plus¿ IV catheter needle appeared to be rusted in the packaging. The following information was provided by the initial reporter, translated from chinese to english: "the package was not opened and the needle seat looked like rust"